Event description:
It was reported that the device exhibited a force sensor failure error several times. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found chipped top case corners, cracked right plunger case. Plunger head filled with fluid ingression. Found fluid ingression on interconnect board. Functional testing found force sensor test at power up. The count was 0 (should be in 30s) and value was -0.90 lb with no pressure applied. Found unknown liquid coating inside of plunger head. Replaced the entire plunger head assembly. The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Event description:
Additional information was received by the manufacturer and attached on 07-october-2022, no patient involvement.